Event description:
It is reported that the positive end expiratory pressure (peep) or the o2 valve setting changed when the ventilator was started from standby. No patient injury.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.